Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please confirm if the cartridge sled will be returned with the cartridge for analysis? If not, was the cartridge sled disposed of? The sled will be returned with the cartridge today.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the second firing of the gun, the device locked out. The surgeon used the reverse button, removed the gun and removed the cartridge. The sales rep was called into the procedure and noticed that the sled of the cartridge was missing. He looked around and found it on the floor near the back table. Like cartridges were used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n55f6f. The analysis results found that the gst60b cartridge reload was received unfired and with the one piece sled missing. No further functional testing could be performed due to the condition of the received reload. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.